Event description:
It was reported that a pt underwent a colon resection procedure and drain placement on (B)(6) 2009. The drain functioned as intended for three days. On (B)(6) 2009, after the drainage was discarded, the reservoir lock was too loose and difficult to lock. The reservoir was replaced with a second reservoir with no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.